Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the fracture occurred at the proximal part of the nail due to poor connection with the device. The procedure was completed successfully with a replacement device.

Event description:
It was reported that the fracture occurred at the proximal part of the nail due to poor connection with the device. The procedure was completed successfully with a replacement device.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no additional information was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If additional information is received the investigation will be reassessed. H3 other text : device was discarded.